Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that following the implant of this bioprosthetic aortic heart valve, an electrocardiogram showed a third degree heart block with a heart rate in the range of 30-40 beats per minute. A permanent pacemaker was implanted the following day. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that five year follow up documented that the moderate aortic stenosis remained stable/unchanged. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.